Event description:
It was reported the rigid video laparoscope had horizontal stripes on the screen, intense flickering and image turning blue. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device unit had a kink. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined whereas additional reportable finding occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.